Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated "I had no pain at my trial for about two weeks after implant, I had no pain. Since then, it's been all pain. Ended up being the catheter wasn't putting the medicine into the spinal cord fluid. They kept me at my dose and I went into withdrawal several days ago. They had me up to 2 mg but my original dose was 0.5 mg. Now it's like I don't even have the device". When patient services redirected to their health care provider (hcp), the patient stated, " I can't get them to do anything about the catheter. On the 28th, they're going to change from morphine to dilaudid". Information received from a health care provider (hcp) indicated that there were no problems with the catheter. It was the first refill after implant and the amount expected was different than the amount wasted. The hcp was monitoring the volume and would consider a side port study if the volume discrepancy continued. It was reported that on (B)(6) 2023, the patient reported no relief from the pump and stated nausea and dizziness had worsened with recent increases. On (B)(6) 2023, the hcp had the pump turned to minimum rate to see if the symptoms subsided. It was further reported that the patient reported withdrawal symptoms on (B)(6) 2023 after pump was turned to minimum rate. The patient also stated since the pump was turned to minimum rate, he now understood that he was getting relief from the pump. The pump was then turned back on with a 10% increase in daily rate on (B)(6) 2023. It was further reported that there were no catheter issues and in order to resolve the issue the pump was turned back to minimum rate. The issue was resolved and the patient's weight was also provided.